Event description:
The customer reported that the system displayed a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative adjusted the voltage at the mainframe birdcage. The system was tested and found to be working as intended and put back in service.